Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnant"), caesarean section ("c-section delivery") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient (para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included asthma, pituitary adenoma, incompetent cervix, cystitis interstitial, c-section in 1997, loop electrosurgical excision procedure and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, 2 years after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse )"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (pelvic surgery in 2014 and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, caesarean section, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, caesarean section, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: during follow-up a the insertion date was reported as (B)(6) 2010, discrepant considering the delivery date ((B)(6) 2010). A second pregnancy under essure was reported (case #(B)(4)). Diagnostic results: on (B)(6) 2010 patient had hysterosalpingogram test for essure confirmation. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received, patients historical condition added, events added are as follows- abnormal bleeding(vaginal/menorrhagia), migraines/headaches, dysmenorrhea, dyspareunia, pregnancy on contraceptive device , device ineffective. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnant"), caesarean section ("c-section delivery") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient (para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included asthma, pituitary adenoma, incompetent cervix, cystitis interstitial, c-section in 1997, loop electrosurgical excision procedure and uterine fibroid. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, 2 years after insertion of essure, the patient underwent caesarean section (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse )"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (pelvic surgery in 2014 and hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, caesarean section, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, caesarean section, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: during follow-up a the insertion date was reported as (B)(6)2010, discrepant considering the delivery date ((B)(6) 2010). A second pregnancy under essure was reported (case #(B)(4)). Diagnostic results: on (B)(6) 2010 patient had hysterosalpingogram test for essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and caesarean section ('c-section delivery') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included c-section in 1997, asthma, pituitary adenoma, incompetent cervix, loop electrosurgical excision procedure and uterine fibroid. Concurrent conditions included cystitis interstitial, uterine cervical squamous metaplasia, abnormal uterine bleeding and anemia. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On (B)(6) 2010, the patient underwent caesarean section (seriousness criterion medically significant), 2 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain lower ("severe cramping/lower quadrant pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse )"). The patient was treated with surgery (pelvic surgery in 2014 and hysterectomy (partial), bilateral salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, caesarean section, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, migraine, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2010. The reporter considered abdominal pain lower, caesarean section, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: during follow-up a the insertion date was reported as (B)(6) 2010, discrepant considering the delivery date ((B)(6) 2010). A second pregnancy under essure was reported (case # (B)(4)). As per mr, discrepancy noted I date of removal: (B)(6) 2016. Diagnostic results: on (B)(6) 2010 patient had hysterosalpingogram test for essure confirmation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2021: mr received. Reporter information, patient's medical history and rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping/lower quadrant pain"). The patient was treated with surgery (in or around 2014, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.